Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose level was not adversely impacted. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.